Event description:
It was reported that during an upgrade procedure, when the low powered right ventricular (rv) lead was being removed, it appeared that the helix was fully retracted; however, it was still adhered to the cardiac tissue. When it was removed, the helix had 2 helical rotations exposed. The lead was replaced with a high-powered rv lead. It was further reported that during the procedure, there was difficulty placing the atrial lead. The lead was placed in right atrial appendage and upon receiving poor numbers the physician elected to move the lead. Once the screw was retracted an unusual amount of force was needed to pull the lead back from cardiac tissue. The lead was removed completely to examine the tip and there was a very small piece of tissue adhered to the screw. The atrial lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.